Event description:
Follow up.

Manufacturer narrative:
The device was returned for evaluation. The investigation is ongoing. A follow-up report will be provided once the investigation has been completed.

Event description:
Application/procedure: taking a biopsy. Process/product group: biopsy needle. Complaint: the tip of the needle has a damage. 1 of the 3 end points seems different. This has already been observed when passing through the skin. Before the biopteer entered the patient¿s skin, the device was not dropped. The device is fired at most 1x to illustrate the sound of the device to the patient. The needle felt a bit frayed when inserted into the patient, it looked like there was some kind of barb on the tip. The needle was then removed without biopsying into the patient and the tip was inspected. It indeed felt uneven, but it was not visible what exactly was going on. Presumably 1 of the teeth of the outer needle was standing slightly outward. Punctured through the patients skin, but no biopsy taken, device is contaminated. This complaint is internally registrated under no. Fmh.20-31 by the fmh medical quality department.